Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("clinical pain") and several episodes of abdominal pain ("abdominal pain" and "abdominal pain") in a female patient who had essure inserted (lot no. D29713) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced constipation ("intensification of digestive disorders, gut inflammation causing constipation"). In (B)(6) 2015 she experienced back pain ("back pain"), gastritis ("intensification of digestive disorders, gut inflammation causing constipation/ gastritis during the premenstrual period"), abdominal distension ("bloating and gastritis during the premenstrual period"), polymenorrhoea ("menses every 15 days lasting for 8 days"), heavy menstrual bleeding ("menses every 15 days lasting for 8 days") and tendon disorder ("tendinopathies") and was found to have weight increased ("weight gain: around 10 kg"). In 2017 she experienced a first episode of abdominal pain (seriousness criterion hospitalisation) and a second episode of abdominal pain. In (B)(6) 2023 she experienced genital haemorrhage ("bleeding outside of the menstruation period since january") and menstrual disorder ("menstrual syndrome"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), general physical health deterioration ("deterioration of general condition") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, gastritis, constipation, abdominal distension, polymenorrhoea, heavy menstrual bleeding, weight increased, tendon disorder, genital haemorrhage and menstrual disorder were unknown. No causality assessment was received for essure with regard to gastritis, constipation, abdominal distension, polymenorrhoea, heavy menstrual bleeding, the first episode of abdominal pain, weight increased, back pain, tendon disorder, genital haemorrhage, menstrual disorder, the second episode of abdominal pain, general physical health deterioration, pelvic pain or discomfort. The reporter commented: hospitalization in 2017 for abdominal pain with no identified causes despite the biological check-up and the scan. Gynecological consultation over the past months: abdominal and pelvic ultrasound searching for a non-existent fibroma. No cause identified for the bleeding except for this last adverse effect, which drove me to make the final connection with the adverse effect of essures. Inquiry with my gynecologist and information from various scientific studies in order to be an informed patient. Period of reflection taken for the removal of essures by hysterectomy. Organization in progress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 07-sep-2023. The most recent information was received on 21-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("clinical pain") and several episodes of abdominal pain ("abdominal pain" and "abdominal pain") in a female patient who had essure inserted (lot no. D29713) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced constipation ("intensification of digestive disorders, gut inflammation causing constipation"). In december 2015 she experienced back pain ("back pain"), gastritis ("intensification of digestive disorders, gut inflammation causing constipation/ gastritis during the premenstrual period"), abdominal distension ("bloating and gastritis during the premenstrual period"), polymenorrhoea ("menses every 15 days lasting for 8 days"), heavy menstrual bleeding ("menses every 15 days lasting for 8 days") and tendon disorder ("tendinopathies") and was found to have weight increased ("weight gain: around 10 kg"). In 2017 she experienced a first episode of abdominal pain (seriousness criterion hospitalisation) and a second episode of abdominal pain. In january 2023 she experienced genital haemorrhage ("bleeding outside of the menstruation period since january") and menstrual disorder ("menstrual syndrome"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), general physical health deterioration ("deterioration of general condition") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for back pain, gastritis, constipation, abdominal distension, polymenorrhoea, heavy menstrual bleeding, weight increased, tendon disorder, genital haemorrhage and menstrual disorder were unknown. No causality assessment was received for essure with regard to gastritis, constipation, abdominal distension, polymenorrhoea, heavy menstrual bleeding, the first episode of abdominal pain, weight increased, back pain, tendon disorder, genital haemorrhage, menstrual disorder, the second episode of abdominal pain, general physical health deterioration, pelvic pain or discomfort. The reporter commented: hospitalization in 2017 for abdominal pain with no identified causes despite the biological check-up and the scan. Gynecological consultation over the past months: abdominal and pelvic ultrasound searching for a non-existent fibroma. No cause identified for the bleeding except for this last adverse effect, which drove me to make the final connection with the adverse effect of essures. Inquiry with my gynecologist and information from various scientific studies in order to be an informed patient. Period of reflection taken for the removal of essures by hysterectomy. Organization in progress. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Batch no d29713 production date 2014-10-28 expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.